Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the impedance shifts were not associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the lead and not the device, this event is no longer deemed to be a reportable incident.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited impedance shifts. The patient expired five months later and impedance measurements were out of range at that time, as would be expected. There is no allegation the device caused or contributed to the patient death.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited impedance shifts. The patient expired five months later and impedance measurements were out of range at that time, as would be expected. There is no allegation the device caused or contributed to the patient death.